Event description:
Two of two events: #2 (B)(6) 2011. Pt went into surgery for recurrent pet positive lesion identified by surveillance. While in surgery they uncovered the roots of the mass and found a bioglue kernel in the center of the mass. There was a 1 cm collection of bioglue that had not been reabsorbed in the posterior gutter remote from the lung parenchyma. Also see (B)(4).